Event description:
It was observed during device evaluation that the distal end of the bending section of the cystonephrovideoscope had detached. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of the complaint was determined to be random or expected component failure due to stress, with no evidence of a design or manufacturing issue. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.